Event description:
On 11/21/95, pt underwent right femoral popliteal bypass with 8mm vascular graft. Approx 5 minutes after surgery ended, the pt was noted to have a huge right inguinal and upper thigh hematoma. Pt was taken back to the or. Exploration revealed that the upper end of anastomosis had dehisced. The surgeon attempted to resuture the proximal anastomosis but the arteriotomy had become somewhat larger in the course of the dehiscence. Also bleeding from the distal anastomosis where there appeared to be a tear on the graft material itself. One witness noted that the graft appered to disintegrate with each suture. The entire graft was removed and replaced with impra graft.